Event description:
At initial stimulation, testing confirmed out of range impedances. An x-ray confirmed placement of the electrode in the cochlea. The pt was seen at the ctr for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. Surgery to explant the pt's device has been scheduled.